Event description:
It was reported three ets devices were used during an lavh. It was reported the devices jammed during the procedure. A fourth device was opened to complete the case. There was no consequence to the pt.